Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system had no power and would not turn on. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and customer reported that their biomedical team discovered the ups battery was drained and there was no input power to the ups and found that the hospital breaker had tripped. To resolve the issue, the customer reset the breaker to ups. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.